Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath was unable to cross the septum and the patient experienced pericardial effusion, hypotension, and cardiac perforation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. Transseptal access was achieved using a versacross connect radiofrequency (rf) wire and the faradrive sheath. The wire was able to cross the septum, and the dilator partially crossed, but the sheath was unable to cross. It was decided to balloon the septum, but while the balloon was being prepared the patient became hypotensive. Pressors were given and an effusion was visualized on intracardiac echocardiography (ice). A transesophageal echocardiogram (tee) and interventional cardiology (ic) were called. A pericardiocentesis was attempted but pericardial access could not be obtained. The patient was then transferred to the operating room (or) to surgically attain pericardial window access. The patient outcome is unknown.